Event description:
It was reported that after attempted detachment of a coil (subject device), when detachment was checked under fluoroscopy by retracting the delivery wire, approximately 1cm of the coil came back into the inner lumen of the microcatheter. Removal with the microcatheter was attempted, but a part of the coil protruded into the parent artery. Because retrieval with a snare was unsuccessful, the protruding portion was fixed to the vessel wall with a stent. There were no complications resulting from this and the current patient condition is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, an analysis could not be performed. As additional information noted no anomalies prior to use, this issue appears to be associated with a device that met all required specifications, but performance was limited due to procedural factors/operational context.

Event description:
It was reported that after attempted detachment of a coil (subject device), when detachment was checked under fluoroscopy by retracting the delivery wire, approximately 1cm of the coil came back into the inner lumen of the microcatheter. Removal with the microcatheter was attempted, but a part of the coil protruded into the parent artery. Because retrieval with a snare was unsuccessful, the protruding portion was fixed to the vessel wall with a stent. There were no complications resulting from this and the current patient condition is unknown.

Manufacturer narrative:
The subject device has not been returned.